Manufacturer narrative:
The cause for the (B)(6) confirmatory results is unknown. The patient sample is not available for further testing and investigation. The customer noted that residual sample exhibited hemolysis and there was particulate matter present in the sample indicating that the sample may not have been spun properly prior to testing. Customer is attributing the result to a mis-pour or incorrect patient sample. The instrument is performing within specifications. No further evaluation of the device is required. The hbsag confirmatory (conf) assay IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6), the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)."

Event description:
Customer observed a (B)(6) result that confirmed (B)(6) with the advia centaur xp hbsag confirmatory (conf) assay. The confirmed result did not match a (B)(6) result on a previous sample from the same patient or testing by an alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the confirmed positive advia centaur xp hbsag confirmatory result.